Event description:
Caller alleged false negative hcg results using the consult diagnostics hcg cassette. Results as follows: pt 3 - (B)(6) 2012, pt took a positive home pregnancy test, and had a negative urine hcg in the office. Quant was 64. Not a first morning urine sample. Last menstrual period: (B)(6) 2011. Sample was not available for further testing.

Manufacturer narrative:
Control lot: 20miu/ml, hcg urine lot: hcg110216-01; 100miu/ml hcg urine lot: hcg110307-01; 241.0iu/ml hcg urine lot: hcg111020-01. Summary of results: the retention devices meet qc spec. Details are provided below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. (N=10). The 100miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). The 241.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). Conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. Corrective action not required at this time.